Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient has dysmorphic anatomy. The patient reported leg pain following the procedure. The surgeon determined that the cranial positioned implant may have breached the neuroforamen. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cranial implant and re-implanted it in a more posterior location. No other implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.